Manufacturer narrative:
During a follow-up call on 06/14/2016, the customer reported a bg level of 50 mg/dl. The customer was able to return their bg to target level by consuming carbohydrates. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. At the time of the call, the customer reported that they have not checked if their blood glucose (bg) level had been impacted, and stated that they will check at a later time. It was confirmed that the customer had manual injections as backup therapy.